Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right lung lobectomy, when an attempt was made to perform the firing, the firing could not be performed. The surgeon was not able to squeeze the handle. The stapler was replaced with a new one and the firing was performed. There was no patient injury.